Event description:
The customer reported experiencing high blood glucose and was treated with insulin pump and drinking juice. The customer stated that she was admitted at the hospital due to gastroparesis flare. The customer stated having many episodes of this nature and is attempting to correct with diet. The customer's blood glucose was over 280 mg/dl and passed out in triage. The customer's most recent glucose reading was 176mg/dl when leaving the hospital, and she stated that it goes up fast when this happens. It was stated that the customer has a gastric pacemaker on the abdomen for this condition and the customer was still using the insulin pump while staying in the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.